Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during the tavr procedure, tthe patient experienced a vascular complication during tracking through the vasculature. Per report, this was a complex right transfemoral tavr procedure in a patient with very diseased small access vessels. The right common femoral artery (rcf) was predilated with a 6.0x100 balloon. The 14f esheath + was inserted in the rcf with ease. During insertion into the esheath+, the 20 mm commander delivery (ds) and 20 mm sapien 3 ultra resilia (s3ur) valve became stuck in the rcf. The valve was stuck in the blue portion (sheath shaft) of the esheath+ and could not be advanced to the tip of the sheath. The ds, valve and esheath+ were withdrawn as one unit. The physician requested a 16f esheath+. A second 20 mm commander delivery system was prepared with a 20 mm sapien 3 ultra (s3u) valve. They were able to advance and safely deploy the s3u in the native aortic annulus. After removal of the devices, it was found that a dissection of the right common femoral and external iliac arteries occurred, accompanied by a small perforation and a 6x80 viabahn covered stent was placed. The patient remained in stable condition following the procedure. No damage was noted to the edwards devices used during the case, and the devices were discarded and are not available for return. The valve was crimped and prepared according to the instructions for use (IFU). The perceived root cause of the event was attributed to the patient's anatomy, which included small, diffusely diseased access vessels, moderate calcification, mild tortuosity and minimum luminal diameter was 4.7 mm.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components was confirmed empirically. Tortuosity in the access vessel was considered "mild" while a steep insertion angle was not used. However, available information suggests patient factors (undersized vessels, calcification) likely contributed to the event. The patient had ''very diseased small access vessels'' with ''diffusely diseased access vessels, moderate calcification'' and ''minimum luminal diameter was 4.7mm.'' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The vessel was pre-dilated to what was assumed to be 6.0mm; however, these patient factors likely remained as contributing factors to the resistance that was alleviated by use of a larger sheath (16f). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.